Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used before procedure. It was reported that when the imaging system was activated before the procedure the mobile viewing station (mvs) screen was black and did not boot up. When a restart was performed it started up but an error message appeared. The procedure was completed without the imaging system. A visit for repairing was made on (B)(6) 2021. The issue could not be confirmed as the event did not recur at the time of visit. The "database is not initialized" error was confirmed from logs. The config file of mvs was rewritten from the back up. Start, image test and shutdown were performed 10 times and then the normal operation was confirmed and completed. There was no patient involvement.